Manufacturer narrative:
The reported event was confirmed as manufacturing related due to foreign material being sealed within closed packaging. A penrose drain was returned unopened in it its original packaging. Foreign material was noted inside of the packaging. Material contained a length of 0.13 inches and a width of 0.0575 inches. This is out of specification. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be defective/ contaminated components from the supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warnings: to avoid the possibility of drain damage or breakage: ¿ avoid suturing through drains as this may result in breakage during removal or undesired leakage. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked for free motion during closure to minimize the possibility of breakage. ¿ drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain; and ¿ surgical removal may be necessary if drain is difficult to remove or breaks. Drain placement ¿ the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. ¿ tubes should lie flat and in line with the anticipated skin exit. ¿ to facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. ¿ drain tubing should be placed within areas of critical fluid collection. ¿ care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. ¿ taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. ¿ care must be exercised to avoid damage to the drain (see warnings). ¿ the tubing should be repeatedly checked during closure for free motion to avoid fluid retention, breakage and/or fragment retention within the wound." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was unknown debris inside the sealed packaging prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was unknown debris inside the sealed packaging prior to use.